Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 58-year-old male in non-st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The placement signal alarm was active after the patient was coughing. No aortic waveform or numbers displayed. Cable connection was checked. Alarm audio was then disabled. Additionally, the ECMO cannulas were flushed and clamped due to extremely low flow. The cp was increased to p8 and pump remained on for support for 19 days despite the saturation of the flows, was then weaned and explanted.

Manufacturer narrative:
The investigation into the optical signal issue and the low pump flow has been completed. The device was not returned for benchtop evaluation and investigation. Based on clinical description and data analysis, the root cause of the saturated flow cannot be determined. A "placement signal not reliable" occurred on 9/30 and the 5s parameters are indicative of the patient cable being torqued. The root cause of the optical signal issue is most likely due to a damaged fiber line.